Event description:
It was reported that this right ventricular (rv) lead exhibited noise and was oversensing. Also, chest x-ray did not show obvious resin for noise on leads other than it was both under clavicle so subclavian crush was a possible cause. There was no pacing inhibition or inappropriate therapy, but the physician wanted to extract leads to avoid future problems. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.